Event description:
It was reported that during a lap sigma procedure, there was an error code. Took new instruments. No patient consequence.

Manufacturer narrative:
Evaluation summary: two devices were returned with the blades scratched and cracked. Error code 5 was noted during testing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."